Event description:
Customer's mother called to report a pod that alarmed after wearing it for less than 12 hours. She stated that her son's blood glucose levels (bgs) went as high as 488 mg/dl while wearing the pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.